Manufacturer narrative:
Handpiece will not turn, pre-temperature test could not be perform. Motor and bearing were corroded. The device was repaired and the item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.